Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the surgeon found a debris on the intraocular lens when removing from packaging. The surgeon changed the lens. Reportedly, there was no patient contact. No other information was provided.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer for evaluation. Visual inspection of the return sample showed that there were surface residuals (particles and fibers) observed on lens which indicates that the unit was handled and prepared for surgical use. A review of the directions for use (dfu) was conducted. The dfu adequately provides instructions for proper use and handling of the device prior to use. The manufacturing record review was performed. No associated deviation or non-conformity report found in the manufacturing record review (mrr) related to the reported complaint. The units were released according specification in compliance with the product intended use as required. The device manufacturing procedures were performed as required. The devices were manufactured within specifications. All pertinent information available to abbott medical optics has been submitted.